Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-may-15. The patient stated that for the past 2.5 months they have been trying to charge and get their implantable neurostimulator (ins) to work but they are getting to the point where the implant site is sore, painful and irritated. The patient had their manufacture representative (rep) run a diagnostic in (B)(6) 2017 and there were no issues with it and then all of a ¿sudden¿ at the beginning of this month the ins was not holding a charge. During a charging session it felt like the ins was heating up ¿instantaneously¿ on the inside. Since then they have not charged as long because they do not want that to happen again. They are having trouble charging and the battery is blinking like it is charge and they get 6-8 coupling bars but the ins is not holding a charge. The patient noted not having any codes or anything come up on their recharger. The patient noted that if they would have known there would be an issue with the device and charging they would have gotten one that did not recharge and they are not satisfied because their device did not event last 6 months. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient noticed that it was taking a long time to charge the ins about 3 weeks prior to the report. The night prior to the report ((B)(6) 2017), the patient tried to charge for 4 ¿ 6 hours and it didn't charge. The patient reported that the ins was not holding a charge. The patient also tried to charge on the day of the report ((B)(6) 2017) for 1.5 hours with a coupling of 6 ¿ 8 bars and made no progress. The patient reported that they had to stick the ins recharger in their pant line and lay down to push the battery flat and try not to move. No symptoms or complications related to the recharging issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient has been having issues with his implant battery since (B)(6) of 2017. The patient reported that his recharger is no longer acknowledging the implant battery and this had been this way since (B)(6) of 2017, the patient's doctor is aware of this. The patient said that previously he had issues with charging because "the battery wouldn't really hold a charge so it wasn't really charging and it would take a very long time to charge". The patient said he called into patient services back in march when he had issues with the implant not charging well. The patient said he would charge for 2-3 hours but the implant was still only charging very little. The patient said there was a time he went to charge the implant and the battery (implant) heated up. The patient said that when he saw the manufacturing representative (rep) for a diagnostic after he continually expressed that he had issues and the rep just told him it looked like he charged on this or that date. It was reviewed with the patient that recharger statistics are a tool to see how the patient charges to ensure the patient is charging most efficiently. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient continuing to report issue with charging and possible overdischarge. Patient stated that a manufacturer representative (rep) texted them directions on how to jumpstart. Patient was upset about getting the text and not being able to meet face to face. Patient stated that they had a feeling there was a malfunction. Moreover, patient wanted to inform rep of their appointment on friday and wanted confirmation. More information was received from a rep stating that the hcp's office have a strict policy for vendors and that patient needed to make a separate appointment for rep to meet with patient. No further complications were reported.